Event description:
Healthcare professional reported the patient had "breast pain of intensity 7 out of 10 for 6 months with physical examination of palpation pain, reactive stiffening and compaction of the prosthesis with diagnostic hypotheses of baker 3-4 contracture. Patient presents worsening of asymmetry and mobility." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "baker 3-4 contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker 3-4 contracture.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV, ¿small amount of fluid around the implants¿, ¿radial folds, compatible with folds inside the implants¿, ¿breast pain¿ and ¿pain and [illegible] pressure¿, ¿diffuse hardening¿, and ¿worsening asymmetry and mobility¿. Healthcare professional also reported left side "rare sparse cysts in both breasts, measuring up to 0.7cm", which is not device-related. Device remains implanted. Synthetic muscle relaxants and ¿aine¿ used to treat the event.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.